Event description:
A user facility medwatch was received which indicated that during a ptca/stent procedure of a proximal "lad" lesion, the lesion was predilated using a high pressure balloon. An attempt was made to pass the stent to the lesion, but it was unsuccessful. The stent delivery system was withdrawn from the coronary artery into the guiding catheter, with loss of the stent from the balloon. The undeployed stent was retrieved from the aorta using a snare device. There were no complications recognized. The proximal "lad" was re-dilated and another stent was successfully deployed to finish the case.